Event description:
It was reported insulin was squirting out from the insulin pump during the fill tubing process. Customer also reported numbers did not appear on their insulin pump's screen. The customer also stated a compromised force sensor system alarm did not appear on their screen. The customer's blood glucose was 130 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage inside the force sensor. The insulin pump had moisture damage found on the motor and lcd board also. The insulin pump received with cracked case at display window corner, cracked reservoir tube lip and minor scratched display window.